Event description:
This is 9 of 9 reports for complaint (B)(4).

Event description:
Consultant reported the following adverse event occurred during l1-l5 posterior lumbar fusion with laminectomy. After surgeon implanted matrix screws and rods from l1, l5 and closed patients incision, patient had a post op CT scan to verify proper screw placement. The CT showed that the right l5 pedicle screw had breached the lateral cortex of the vertebral body. Surgeon revised the construct to redirect the screw at l5. Locking caps at rl1, rl2, rl4 and rl5 were all removed without incident. Surgeon was unable to remove the cap at rl3. Removal of cap at rl3 was aborted after breaking the distal tip of the t-handle driver (driver tip snapped off in the cap and was retrieved). Surgeon opted to abort removing the cap and relock the construct while leaving the breached screw in rl5. Patient is doing well, implants will be left as is. This is 9 or 9 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. The correct material was used and met the correct hardness and all required specifications. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(4), manufactured the 10 nm torque limiting ratchet handle, 6mm hxc, part 03.620.061, lot 6458945. The complaint condition is due to an unknown cause. The lot was processed per specification requirements and was inspected, conformed to the synthes incoming final inspection sheet. (B)(4) responded on (B)(4) 2013, and stated the torque limiting ratchet handle does fall into reverse position after torquing. The records revealed the unit was processed correctly through all operations. There was no history on the device to indicate usage, times autoclaved, or cleaning cycles. The manufacturer recommends torque settings be recertified minimally every 3000 actuations, clicks, 200 autoclave cycles, or six months. The job file pfg 01307 was reviewed and met dimensional specification requirements. The lot met the all requirements and was processed per specification at the time of shipment. The complaint condition is not related to the manufacturing process.

Manufacturer narrative:
This device used for treatment and not diagnosis. The returned 10nm torque limiting ratchet handle-6mm hxc appears to be in good working condition. The forward, reverse, and center positions work properly under load. The 03.620.061 is a torque limiting handle available for the matrix and pangea pedicle screw systems. The surgeon uses this device with the appropriate driver to insert screws, final tighten locking caps, and remove locking caps. The chu engineer reviewed the source control drawing 03-620-061 revision d. The vendor owns patent for this design. The drawing calls out the appropriate overall dimensions and torque limiting requirements. The chu engineer inserted shaft 03.632.072, the same part in this complaint, in the handle and applied uncontrolled torque to a matrix screw. The handle appeared to function as intended in all three positions - forward, reverse, and center. The complaint description does not mention a problem with this instrument. The instrument appears to function as intended. Device is an instrument and is not implanted.